Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen. It was reported that the patient experienced a skin reaction with an infection which occurred an unspecified number of days after the sensor had been inserted in the abdomen. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2023, the patient consulted a health care provider who prescribed an oral antibiotic medication (bactrim, dosage unspecified) for the infection. The wound has healed after antibiotic treatment. At the time of the report, the patient was fine. No additional event or patient information is available.